Manufacturer narrative:
The referenced pump exchange on (B)(6) 2017 was reported under medwatch MFR report # 2916596-2017-01381. The referenced elevated lactate dehydrogenase in (B)(6) 2017 was reported under medwatch MFR report # 2916596-2017-02124. (B)(4). Approximate age of device ¿ 8 months. The device was received for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient received a heart transplant on (B)(6) 2018. Reportedly, on an unspecified date the patient¿s lactate dehydrogenase (ldh) was elevated prior to the transplant. The patient had a previously reported pump exchange on (B)(6) 2017 for perceived thrombus and a previously reported elevated ldh in (B)(6) 2017. The explanted pump was returned for requested analysis for thrombus.

Manufacturer narrative:
A potential cause of the reported increase in lactate dehydrogenase (ldh) could not be confirmed. The evaluation of the left ventricular assist system (lvas) did not reveal a device related issue. Examination of the pump blood-contacting surfaces revealed no adhered depositions or thrombus formations. Visual inspection of the pump bearings and bearing cups found no anomalies related to wear or damage. Examination of the returned portion of the driveline found it to be unremarkable. Electrical continuity testing of the wires found no discontinuities or shorts. The pump was reassembled and operated on a mock circulatory loop and functioned as intended. Thrombus and hemolysis are listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.